Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. The stem will be reported by zimmer inc. (B)(4). Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received implants on (B)(6) 2007 and was revised on (B)(6) 2008 due to loosening of the neck and stem. It is noted that the durom cup was not explanted/revised during the revision surgery.